Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42mg/dl. Cause was not known. Customer did not take action to address bg, as the customer was asleep "did not hear alarm to do correction overnight". Recommendation was made to consult with a healthcare provider regarding diabetes management.